Manufacturer narrative:
Preliminary analysis confirmed the observed remote report transmitted on (B)(6) 2020 by the subject home monitor, dated (B)(6) 1970, and revealed that it resulted from a hardware issue with the internal battery of the system clock.

Event description:
Reportedly, the subject home monitor has transmitted a report on (B)(6) 2020 dated from (B)(6) 1970.

Event description:
Reportedly, the subject home monitor has transmitted a report on (B)(6)2020dated from (B)(6)1970.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject home monitor has transmitted a report on (B)(6) 2020 dated from (B)(6) 1970.